Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to fluid loss. The patient experienced recurring incontinence. The source of the fluid loss was not specified. The cuff and pump were removed, the reservoir was left in patient. The pump and cuff were examined and no leaks were found, therefore it is believed that the leak was in the balloon. A new aus was implanted. The patient had a good outcome.